Event description:
Olympus (omsc) was informed that the customer endoscope reprocessor machine had error e01when reprocessing an endoscope (enf-vh). The error occurred when draining the disinfectant solution. Even when the faucet was fully opened, the amount of water supplied was low and determined that the water filter had not been replaced for over a year. No death, injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. It was confirmed that there was no repair history within the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, it is possible that the user did not read the contents of the instruction manual carefully. The cause of the e01 is considered to due to clogging caused by long-term use of the water filter. In general, the customer is required to check the function of all devices prior to use. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: to prevent contamination of the rinse water, replace the water filter at least once a month on a regular basis. Also, if the error code {e01] is displayed due to insufficient water supply, replace it. Olympus will continue to monitor complaints for this device.